Event description:
During an in clinic follow up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. Technical support was contacted and recommended provocative testing. Diagnostic imaging and provocative testing were performed and no anomalies were noted. The patient was stable and will continue being monitored.